Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 498 mg/dl at the time of the incident. Customer was treated with manual injections and bolus. Customer declined to troubleshoot for high blood glucose. Customer stated that they have change the reservoir and infusion set 3 times in 3 days for ongoing high blood glucose issue. Customer reported insulin flow blocked. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. The customer stated that the insulin did not exit tubing. Customer was advised to remain disconnected and push insulin slowly through tubing. Customer stated that the insulin exits tubing. Customer reported that the insulin pump alarmed during manual prime. Customer reported issue during priming process. Customer was able to exit the load reservoir process or preparing to prime loop. Customer stated that issue was resolved by complete set change. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer complained the device alarmed insulin flow blocked, prime/fill anomaly and high bgs was found on (B)(6) 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Device successfully downloaded to thus. Device was cut to perform visual inspection and found evidence of moisture damage on the electrical board 1 and force sensor. Confirmed device alarmed insulin flow blocked alarm on (B)(6) 2022 01:01am-10:18 pm in device downloaded history during basal. Motor was tested outside of device and passed. The following were noted during visual inspection: scratched case, overlay scratched , pillowing keypad overlay, cracked belt clip rails, stained and peeling serial label, keypad overlay texture damage. No unexpected insulin flow blocked alarms noted during testing. Additional cosmetic damages were noted on the device. Unable to confirm high bgs during testing. Prime/fill anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.